Manufacturer narrative:
Device received with a blank display due to corroded electronic assay. The motor and battery tube assemblies found with traces of corrosion. Unit failed leak test, device leak at a crack on back of the case. Unable to perform functional test including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, delivery accuracy test and displacement test due to blank display. Device received with cracked case on the back at the battery tube area and battery tube threads. Device received with cracked keypad overlay at select button. Device received with minor scratched display window, case and keypad overlay texture damaged.

Event description:
The customer reported via phone call that were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose level of 489 mg/dl. Customer was wearing the insulin pump at time of hospitalization. The customer reported that there is crack down the middle of the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis. The insulin pump will be returned for analysis.